Manufacturer narrative:
(B)(4) date sent: 5/4/2026 d4: batch #unk. Additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? Malformed staples how was the bleeding controlled? Cmpression and clip how much blood was lost (ml)? Unknown did the patient require a transfusion? No is the current patient status known? Good was there any patient consequence or change in the post-operative care of the patient as a result of the event? No the photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device batch number of 781d51 / 23vasecr35 , and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic lobectomy procedure of the upper lobe of the right lung, after a fire on the apical segmental artery of the upper lobe of the right lung, they observed a spray-like bleeding. Compression and clip were used to control the bleeding. There was no patient consequence nor surgical delay reported. No additional information was provided.